Event description:
It was reported that "the hysteroscope image was blurry after being connected to the system and could not meet surgical imaging requirements.". No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).